Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and several centimeters of this lead right atrium. This ra lead was partially explanted via laser. This ra lead was replaced with different model. No additional adverse patient effects were reported.